Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient was never able to charge the device, so it has been dead for years. As a troubleshooting step, the patient had been sent a new recharger years prior to the report. The patient had the implantable neurostimulator replaced on the day of the report to resolve the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97714 found stim ins/battery/overdischarged and permanently damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the device was difficult to charge for the last 2 years. The patient said the device was over discharged and then they were never able to recharge it due to poor connection and endless hours of trying. The rep interrogated the device, but they could not connect to it. The device was over discharged when the rep met with the patient, and the patient did not want to trickle charge the device again. The patient wanted to replace the ins with a newer model. There were no falls or other issues noted. Surgical intervention was planned. No further complications were reported.